Event description:
On 2/28/92 the nurse attempted to establish line patency prior to chemotherapy. She met resistance at flush, ceased, then aspirated and pulled back dark blood. She notified the doctor. An x-ray indicated the tip to be in the right atrium. She went to radiology and a percutaneous foreign body retrieval of 4cm fragment of the portacath tubing was removed from the right pulmonary artery. This portion is available for inspection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: tubing. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.